Manufacturer narrative:
The insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. The insulin pump has cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, and cracks on the reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.